Event description:
Surgeon described valve as "bulky" and after implantation into pt, as bleeding could not be controlled, he stated that the sutures pulled through the homograft and the tissue tore apart. There was excessive muscle surrounding the homograft annulus. Since the bleeding could not be controlled, surgeon elected to remove the explant. Another homograft was thawed and successfully implanted.